Event description:
It was reported that the load wheel casting broke while the cot was being unloaded. The operator allegedly complained of back pain, but did not require medical attention. No pt injury was reported.

Manufacturer narrative:
Repetitive loads above specifications cumulatively contributed to the reported event.